Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.40¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of a damaged instrument blade is typically attributed to instrument mishandling and misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the submitted images was performed. Review confirmed that the blade of the harmonic ace instrument was broken. A review of the instrument log for the harmonic ace instrument lot# l90210622 / sequence 0317 associated with this event has been performed. Per logs, the instrument was used for a procedure on (B)(6) 2021 on system sk4158. No logged usage of the instrument on the reported event date of (B)(6) 2021. The instrument has 0 remaining usable life, no subsequent use recorded after (B)(6) 2021. Based on the information obtained from failure analysis investigation and follow up activity, this complaint is considered a reportable event due to the following conclusion: failure analysis investigations found a missing piece from the distal end of the harmonic ace instrument. Additional follow-up with the customer revealed that a fragment did fall inside the patient and the surgeon retrieved the fallen piece during the same procedure. The site has not received any information related to the patient experiencing any post-surgical complications related to retaining a foreign object. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date for set to (B)(6) 2021 (the last known usage since the instrument is single use) field d6 is not applicable because the product is not implantable. Information for the blank fields is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the gen11 ethicon generator had a message indicating the harmonic ace instrument "cutter head" pressure was too high. The customer removed the harmonic ace instrument for an external test, and the "cutter head" broke. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional/updated information regarding the reported event: during intraoperative use, a fragment of the harmonic ace instrument fell inside the patient and the surgeon retrieved the fallen piece during the same procedure. The site has not received any information related to the patient experiencing any post-surgical complications related to retaining a foreign object. No additional surgical intervention was conducted. No known impact or patient consequence was reported.